Event description:
Info received indicates the pendant cable pulled out of the pendant body which exposed bare wiring.

Manufacturer narrative:
A new pendant was shipped to the facility to repair the bed.